Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient was not showing at the display. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not shown at display terminal. A technical support specialist (tss) received the case from the team lead (tl) and spoke with the customer. The tss logged into the server remotely via remote smart service (rss) and logged into the site with bd credentials, the tss reviewed the admitted visit entries and checked recent device activity for the visit. The tss verified the device configuration and reviewed the admission inactivity day settings. Tss advised customer to discharge patient from incorrect unit and readmit in correct unit. Tss verified issue got resolved and got permission for case closure. The system functioned as intended after the technical support specialist resolved the issue.